Event description:
It was reported that 50 of the bd nexiva dual port with q-syte, 20g x 1.25" were leaking. The following information was provided by the initial reporter: the customer has informed that when they used 383537 - bd nexiva tm- dual port 20g x 1.25 to give contrast media in radiology department for radiology purpose, they are facing issues of contrast is leaking out with pressure from q-syte on the other port of nexiva.

Manufacturer narrative:
H.6 investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.